Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sigmoidectomy, for the first firing, when the tissue was clamped, the green button did not illuminate. When the monitor screen was checked, the mark of cartridge was displayed "0" with white background. Thereafter, the tri-staple reload and power shell were replaced with new products and the procedure was continued. The surgical time was extended by less than 30 minutes. There was no patient injury.